Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported balloon rupture, separation, resistance with the stent and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additionally, it was reported that the separated balloon segment was removed through an endo catheter and sheath. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the superior vena cava. The 10 x 60 mm armada 35 balloon ruptured at nominal pressure during pre-dilatation. During deflation and removal of the balloon it became caught on a stent strut of a stent that was already in-situ from a previous procedure. Resistance was felt during retraction causing the balloon to rupture and a small piece of balloon to separate. The separated balloon segment was removed from the patient. The stent implant was stated to be bent because of the tortuous anatomy. No additional treatment was required. There was no clinically significant delay in the procedure reported. No adverse patient effects reported. The patient status is satisfactory. No additional information was provided.